Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly on the posterior view was observed on the device consistent with a crease/fold. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms including breast pain, body pain, hair loss, fatigue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3502375 on (B)(6) 2020. On (B)(6) 2020, mentor became aware that replacement implants (serial numbers for catalog number 3502375) used on (B)(6) 2020 were right - serial number (B)(4) filled to 390cc, and left - serial number (B)(4) filed to 435c. On (B)(6) 2020, mentor became aware that the patient also experienced right side capsular contracture; baker grade unknown, and generalized illness symptoms including breast pain, body pain, hair loss, fatigue. This report is for the patient¿s left-sided device.